Event description:
It was reported that the pump was alarming nd pump won't run. Stopped and powered off. Line clamped and cassette removed. Tubing massaged. No green tab present. No air noted. Reconnected and powered on. Pump alarming. Removed cassette again and tapped on hard surface. Reconnected and pump restarted. Clamp opened. Instructed to call back as needed. No additional information available.